Event description:
The valve was explanted due to thrombus. The pt's spouse stated the pt was taking coumadin as prescribed and had their blood checked regularly. According to the op. Report, tee suggested thrombosis of one of the leaflets and cardiac cath showed one leaflet was thrombosed with a high gradient. The pt's inr on admission was 1.7 and thrombolytic therapy was initiated; however, reoperation weas decided. At explant, "carpet-like" thrombus was along the atrial wall extending into the entire atrial surface entrapping one of the leaflets with a "water tight seal". Thrombus had formed around the edges of the remaining side and on the functioning leaflet. The valve was removed and 29 mm sjm mechanical valve, s/n unknown was implanted. More aggressive anticoagulation was planned postop. The path. Report received two tissue samples that were fragments of thrombus and probable degenerating myocardium. The valve was not received in the path. Dept.